Event description:
Patient allegedly received an implant via the left common femoral vein due to right femoral/popliteal deep vein thrombosis. It is also alleged that a successful retrieval was performed due to "tilt and perforation of filter strut through ivc and another filter strut contacting the aortic lumen." Patient is alleging tilt, vena cava perforation, and "one strut contacts the aortic wall." The patient further alleges "imaging in july 2016 revealed that plaintiff¿s cook ivc filter was tilted with the apex directed towards the right lateral wall of the vena cava. One of the filter struts was noted to be perforating through the ivc wall towards the adjacent vertebral body and another strut has contact with the aortic lumen." Also, all activity limited due to leg pain and breathing problems. Per retrieval report (successful): "the filter was found to be tilted and with a strut penetrating into the aorta. Presented for retrieval." "The right femoral artery was accessed with a micropuncture needle." "There was one strut almost through the wall of the aorta." "Next, we advanced slowly with the wire loop technique with the glidewire around the legs of the filter to tug gently on the filter and engage the hook of the filter with a 16-french sheath. We were able to successfully engage it and we were able to re-collapse the filter and retrieve the filter safely."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: investigation the following fields were updated per additional information received: a2, b1, b5, b6, b7, d1, d4, d7, g5, h4, h6. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation and tilt. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported limited activity due to leg pain and breathing problems is directly related to the filter and unable to identify a corresponding failure mode at this time. 20 devices in lot. No relevant notes on work order. Product is manufactured and inspected according to specifications. The following allegations have been investigated. Vena cava (vc)/aorta perforation, tilt, limited activity due to leg pain and breathing problems. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook celect-pt filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: 'it is alleged that "[pt] received a cook celect platinum filter on or about (B)(6) 2014". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.